Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited dislodgement and could not be fixed on the patient's blood vessel. The lv lead was replaced. No patient complications have been reported as a result of this event.